Event description:
It was reported that this pacemaker was found to be in safety mode. The patient presented to the clinic not feeling well due to av desynchrony with parameters in safety mode. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction d6b: explant date added.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient presented to the clinic not feeling well due to av desynchrony with parameters in safety mode. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction d6b: explant date added. Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode as was reported from the field. Memory dump review was not able to be performed. This could be due to a bad battery or some other hardware fault. The memory is corrupted or missing, which will prevent the usual memory dump tools from operating. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device had non-depleted functional cell with no battery-related failure determined.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient presented to the clinic not feeling well due to av desynchrony with parameters in safety mode. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.